Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to run detect and treat) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The black and yellow gel fire wires in the distribution node to rear therapy electrode cable were broken. The root cause for broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.